Manufacturer narrative:
Additional information will be provided once investigation is completed.

Event description:
It was reported that the blade was flaking during a knee scope procedure. The blade was being used normally at the time of the event and this is the only time this has happened. It was further reported that another blade was used to successfully complete the procedure and this prolonged the procedure, because the debris had to be removed from the knee. There weren't any other devices being used at the time of the event and the product was not exposed to any adverse consequences. Allegedly no service or repair was performed on the blade.